Event description:
It was reported to boston scientific/target that during the procedure the gdc 10-soft 2d sr 2-diameter stretch resistant synerg detection circuit wedged inside an excelsior 1018 microcatheter with another coil and broke. There was no complications with the patient.